Manufacturer narrative:
On 8/27/2019, mentor completed evaluation of the device. Device evaluation summary: during evaluation of the sample it was noticed a crease in the anterior and extending to the posterior view, also an area of shell abrasion within crease was noted in the posterior view. Leak testing was performed and it revealed a tear within shell abrasion, measuring approximately less than 0.1 cm and no anomalies were observed in the valve. No other observations were observed. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor smooth round moderate plus profile 500cc, catalog# 3503420, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 500cc and experienced a deflation on the right side post-operatively. As a result, the patient underwent removal and replacement with mentor smooth round high profile 420cc, catalog# 3503420, serial# (B)(4) (right), (B)(4) (left), on (B)(6) 2019.